Event description:
According to the initial reporter: "stent was placed in svc and migrated to abdomen near confluence of ivc. Device was retrieved successfully." 24fr inari sheath was used as well as alligator forceps". Patient will need second intervention in the future as no stent was placed.